Manufacturer narrative:
H3 other text : a good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. As there was no additional information obtained, the final disposition of the device could not be c.

Manufacturer narrative:
The complaint was escalated for a technical complaint investigation and the results indicated no problem found with processor pca and som pca. Due to software mismatch device has shown errors. Based on the results of the analysis, cause of the reported issue is due to software mismatch. The reported problem is confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device had startup problem. There was no patient involvement.